Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7163419. UDI: (B)(4).

Event description:
It was reported that the patient experienced discomfort at the pocket site and loss of stimulation due to the spinal cord stimulator (scs) leads had migrated. Scs lead migration was confirmed thru x-ray imaging. The patient underwent a scs lead repositioning procedure, was doing well postoperatively and the device remains implanted and in service.